Event description:
Customer's ot ii meter's display was showing broken segments and would then power off before the automatic shutoff. The issue was unresolved with troubleshooting. The customer experienced symptoms of sweating and shaking, however patient did not seek medical intervention. Patient stated that they were concerned because they were adjusting their spouse's insulin without knowing their readings. The meter has been replaced.